Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that charging was not working properly on the heartstart xl. There was no pt involvement.